Event description:
It was reported that while placing a bravo ph monitor, the capsule did not attached to the pt's esophagus. Just after the procedure, the pt had a coughing spell and the capsule was found in the mouth. No injury to the pt was reported.